Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the keypad was peeling and subsequently the ok button became intermittently responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection revealed that the keypad cover was peeling from the base of the keypad. All keypad buttons responded normally to button presses. The keypad cover was removed and there were no button contact defects found. Unrelated to the complaint, investigation revealed that the pump casing was chipped, the battery cap was damaged at the coin slot, and the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.